Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient experienced mesh protrusion, pain, and dyspareunia. The patient underwent partial mesh removal on (B)(6) 2008. It was reported that the patient underwent additional mesh excision of extruded mesh and cystoscopy on (B)(6) 2013. It was reported that the patient underwent additional revision and excision on (B)(6) 2013. No additional information was provided.